Manufacturer narrative:
Additional information: section d - expiration date; serial number; unique identifier; implantation date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the increased charging frequency could not be definitively determined. The evoke scs system user manual details charging technique and cls battery best practices.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported a change in health status requiring more frequent magnetic resonance imaging (MRI). The patient also reported a recent diagnosis associated with new onset pain, and an increased frequency of charging the evoke closed loop stimulator (cls). The evoke scs system was confirmed to be functioning as intended prior to the explant.